Event description:
It was reported that an infusion of unknown therapy infiltrated. Further information obtained from the customer found that the incident occurred on a (B)(6) infant. The device was immediately removed from the infant when the infiltration was noticed and the IV therapy was discontinued. A white area 3.5cm x 4 cm developed on the top of the foot and wynase was applied as well as a meta-honey patch. The customer expressed concern that the device did not alarm downstream occlusion.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."